Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. Visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported issue.

Event description:
It was reported that the 3.5x23 mm xience xpedition stent delivery system (sds) separated in two pieces. An unspecified xience xpedition sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.